Event description:
It was reported that during a da vinci s surgical procedure the permanent cautery hook instrument was "slipping out of the sleeve and would not articulate". The surgical staff also noticed a small piece of the instrument had fallen inside the pt, which was removed and discarded. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the ceramic sleeve is intact and the hook is not twisted. Engineering also observed that the instrument is broken at the proximal clevis to main tube interface, with the clevis dislodged from the main tube as a result. Both the proximal clevis and the main tube are missing pieces. Per the case notes, the broken instrument fragment was successfully retrieved from the pt. The clevis has various scratch marks all around the outer diameter. The location and appearance of the scratches suggests the damage may be due to instrument collisions with other instruments. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.